Event description:
It was reported that the patient received anti-tachycardia pacing due to a ventricular tachycardia (vt) rhythm and was seen in the emergency room. The right ventricular (rv) lead was found to have t-wave oversensing. Reprogramming the sensitivity of the lead was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).